Event description:
Following a magnetic resonance imaging (MRI), the device was found to be in backup vvi mode (bvvi). The device had not been programmed into MRI mode. As a result. It was not possible to interrogate the device. Technical support was contacted, and the device was reprogrammed to resolve the event. The patient was stable with no consequences.